Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative from the FDA reported via report on a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that there was air bubbles continuously developed in the primed cartridge resulting in incorrect insulin dosage. The customer stated that incorrect insulin dosage resulted in extreme high blood glucose readings. The customer stated that since the beginning of the year, they have tried several alternative methods to determine what the issue might be if not the reservoir. The customer stated that the pump has been replaced twice and they used different type of insets. The customer stated that the air bubbles continued to develop in the reservoir. The customer stated that they resulted back to injections of insulin due to this on-going problem.